Event description:
During the product analysis of the returned handheld, it was identified that the handheld was unable to establish communication with a known good wand and generator. The cause for the anomaly is associated with a broken wire connection in the serial cable. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified. No other information has been received.

Manufacturer narrative:
Device type, corrected data: based on product analysis results, it was found that the suspect device type is different from what was originally reported on the initial MDR. Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the handheld would be returned to the manufacturer because it was not functioning. Device manufacturing records were reviewed. Review of manufacturing records confirmed that the handheld passed all functional tests prior to distribution. Follow up with the site found that most of the time the handheld did not proceed to the next view after it had interrogated the generator. Sometimes it did; however, this was only after several minutes. Per the physician, this was very time-consuming. A new handheld was sent to the physician, which works wonderfully, per the physician. The handheld was returned and is pending product analysis.